Event description:
It was reported that log files were submitted for analysis for the primary system controller that had no flow alarm prior to being exchanged. The exchanged controller remained in used as the backup controller. The event log file captured low flow alarms with high pulsatility index (pi) events starting 24may2024 from 2150 until the driveline was disconnected at 2159. The estimated flows ranged from 0 to 2.3 lpm and the pi averaged from 2.2 to 7.6 during these events. Second set of log files were submitted from the exchanged controller. The log files displayed that the controller was connected on (B)(6) 2024 at 2159 and it captured an onset of low flow alarms with high pi events until 22:06:50. All parameters started to normalize at 22:06:57. During this time, the flow reading was at 2.5 lpm and pi was at 8.9. It was recommended to continue to monitor for any sustained decrease in power, flow, and pi. Echocardiogram was performed and the healthcare team thought that the patient likely had a sustained suck down event and were backing off on diuresis. Decreasing the diuretics resolved the low flow alarms. The patient was reported to be in a stable condition and no further suck down events occurred.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
B2: outcomes corrected. H6: clinical code corrected. Manufacturer's investigation conclusion: incidental finding: the submitted log files contained data consistent with a material, such as thrombus, passing through the pump. Review of the submitted log files confirmed low flow alarms, elevated power, and motor instability faults which appeared to be consistent with a material, such as thrombus, potentially passing through the pump; however, thrombus was unable to be confirmed as no images were submitted by the account for review and the device remains in use. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of a cerebral infarct could not be conclusively established through this evaluation. The account communicated that an echocardiogram was performed and it was believed that the patient likely had a suction event. The submitted controller and left ventricular assist device (lvad) event log files contained relevant data from (B)(6) 2024. A low flow hazard alarm was captured that remained active for approximately 10 minutes with flow reaching as low as 0 liters per minute (lpm). The driveline was then disconnected for a system controller exchange. Following connection of the driveline to the patient¿s new controller, an active low flow hazard was captured with elevated power and motor instability lvad fault flags. Additionally, the lvad event log file contained intermittent rotor noise events following device start up. These findings appear indicative of a material, such as thrombus, potentially passing through the pump. Of note, elevated pulsatility index (pi) values were observed during the low flow events. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further complaints reported at this time. The relevant sections of the device history records for mlp-043040 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including pump thrombosis and stroke. This section also addresses pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Furthermore, this section states that if the fixed speed has been set 200 rpm or more below the low speed limit, a low speed advisory alarm appears. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late post-implant complication. Additionally, this section outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b1, b2, b5, h6: additional information.

Event description:
Additional information was received that the patient was waking poorly and moving only one side post the left ventricular assist device (lvad) implant. Computed tomography (CT) scan was performed on (B)(6) 2024 and left cerebral infract was noted. There were no remaining deficits and follow up CT was performed 0n (B)(6) 2024 that showed no progression. The patient was reported to be in the hospital in stable condition.